Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported the cable that connects to the vacuum pump was burned and the alinity I processing module no longer starts up. The customer noted that a pump error message occurred on the instrument. There was no impact to patient management or user safety reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the waste pump pressure too low, the cable connected to the vacuum pump was burned/charred, and the module would no longer start up. There was no fire or smoke observed. The fsr replaced the vacuum pump to control board cable, resolving the issue. The instrument service history review for (B)(6) revealed no additional issues of burned/charred parts on the module. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the vacuum pump to control board cable did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the vacuum pump to control board cable were identified.

Event description:
The customer reported the cable that connects to the vacuum pump was burned and the alinity I processing module no longer starts up. The customer noted that a pump error message occurred on the instrument. There was no impact to patient management or user safety reported.